Event description:
The pt had his implantable neurostimulator explanted and replaced due to overdischarge. The pt "did not charge properly." The pt recovered without sequela. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. H3 - the neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.